Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Clinical study interrupt af pm009 it was reported that an ablation procedure was successfully completed with an intellanav mifi open-irrigated ablation catheter. The patient later experienced an episode of atrial fibrillation (af) in the context of an exacerbation of chronic obstructive pulmonary disease (copd), which required a hospital visit. The patient was given oral amiodarone and the event resolved. No further patient complications were reported. The device is not expected to be returned for analysis. It was further reported that the onset date was updated to 28feb2021.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6). It was reported that an ablation procedure was successfully completed with an intellanav mifi open-irrigated ablation catheter. The patient later experienced an episode of atrial fibrillation (af) in the context of an exacerbation of chronic obstructive pulmonary disease (copd), which required a hospital visit. The patient was given oral amiodarone and the event resolved. No further patient complications were reported. The device is not expected to be returned for analysis.